Event description:
It was reported that an ilet pump generated alert 38 indicating a motor stall following a supply change, with concurrent hyperglycemia to 271 mg/dl; troubleshooting and education were provided, including pump restart, dry run, and a full supply change using new cartridge, connector, and infusion set, after which glucose returned to range. Symptoms included hyperglycemia to 271 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem was identified, with a medical device problem of failure to infuse associated with the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.